Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion test due to prime error alarm. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system. Customer reported that the drive support cap is loose and is sticking out from the insulin pump. Customer also reported that the motor does not detect the reservoir. Customer's blood glucose reading was 250 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.